Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the pca tubing set is cracked. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Additional information requested, but was not received.

Event description:
It was reported that the pca tubing set is cracked.